Event description:
A pressure injury was reported on the patient's heel, attributed to an irregularity in the mattress surface.

Manufacturer narrative:
A manufacturer representative observed foam separation on the mattress surface. This failure mode is addressed in the risk assessment, with mitigations implemented through current design and process controls, including operator visual and handling inspections. There are many factors that may influence the development of a pressure injury for each individual as noted in the IFU. The malfunction will continue to be monitored and trended as part of post market surveillance.